Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic gastrovideoscope was immersed in water without cap during reprocessing. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d8, h2, h3, h4, h6. Corrected fields: e4 (inadvertently missed), g2 (added selection), h6 (remove duplicate codes: e2403 from clinical code, f26 from impact code, a1803 from problem code, g04034 from component code). The device was returned to olympus for evaluation and the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.